Event description:
It was reported that there was high atrial impedance. During the attempted atrial lead revision, the driver could not be seated into the setscrew securely, and the atrial lead tip was damaged. The device was explanted and replaced, and the atrial lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached.